Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching, power disconnect/loss of power this would not be likely to cause or contribute to death or serious injury. The function of this alarm is to indicate that there is limited battery time remaining on the battery. This will require a battery exchange. The redundant power source will continue to supply power to the vad; this failure will result in user annoyance and will not affect the function of the vad. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that patient's battery indicated a critical battery alarm when it was fully charged.  The battery was exchanged with no reported patient issue or injury.

Manufacturer narrative:
The reported event of a critical battery alarm was confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed one critical battery alarm involving battery ((B)(4)). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. The controller was smr-upgraded. Controllers with this upgrade will log a rsoc of 101 to 201 when there is a ten second loss of communication with a battery. Review of the log files did not reveal any such communication errors. Additionally, the critical battery alarm registered a fault code indicating that the battery's rsoc was very low. These failures are indicative of a battery capacity estimation that is not working properly. Lastly, battery ((B)(4)) experienced a momentary disconnection which triggered a power switch. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be replicated during testing. The most likely root cause of the reported event can be attributed to battery capacity estimation error. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.